Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a past hospitalization that occurred sometime in august. Customer had high blood glucose and diabetic ketoacidosis. Customer was wearing the pump at the time of the emergency room visit. Customer thinks that her blood glucose was 400-500 mg/dl. Customer stated that she was treated at the emergency room.